Manufacturer narrative:
Device expiration date: unknown. (B)(6). PMA/510(k)#: the PMA/510(k)# for this device is either k980987 or k151766. The PMA/510(k)# for this device is dependent on the manufacturer, and as the manufacturer can not be verified the PMA/510(k)# for this device is not known. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown (provided: 822981). This report represents all available product information. No additional information is available. Crm intake notes: description of issue: customer reported having great difficulties pulling syringe back to fill with insulin. Customer reported the needle was not blocked. Customer used a second syringe and had no problem showing it was not user error did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: choose one: 3 ml syringe ¿ 309657. Product lot number: 822981. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category = needle/syringe issue.